Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s001. The zilver ptx device of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information available a document based investigation was carried out. The following additional information was provided in the complaint file: "patient has family history of aneurysmal vessel disease. The physician believes this event has more to do with the disease itself and not with the device." Additionally in relation to the vessel wall abnormalities, the physicians feel the vessel wall abnormalities are not directly caused from ptx. They felt it looked odd and was just wondering if we had seen this with ptx in our studies or testing. As per the imaging review, pseudoaneurysms after drug coated stent implantation are rare. Consequently, assigning pseudoaneurysm causality to drug coatings rather than other known mechanisms has been statistically impossible. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. Four angiographic images photographed off an angiography monitor are provided along with the complaint report. 2. Three images demonstrate a 16cm long mid right sfa occlusion prior to intervention and then after stenting. 3. The plaque was moderately calcified. 4. The stents were constrained 25% was observed outside the stents on the secondary intervention image. The locations of constraint matched the locations of contrast extension outside the stents after the secondary intervention. 5. The secondary intervent ion image demonstrated four and possibly five areas of contrast outside the stents and mild residual stenosis from neointimal hyperplasia. The neointimal hyperplasia was observed adjacent to or across from a focus of extra-stent contrast rather than over one. The post implantation stent constraint was no longer present. 6. The extra-stent contrast collections were not concentric but generally appeared flat more consistent with dissected atheroma than a pseudoaneurysm. Impression : 1. Contrast outside the stents after the secondary intervention is confirmed. The collections had an appearance more consistent with post angioplasty dissection rather than pseudoaneurysms. Because the stents thrombosed long after implantation, significant stenosis from neointimal hyperplasia must have been present prior to secondary intervention angioplasty. Plaque burden was also significant enough to originally constrain the stents 25%. Angioplasty under these conditions had a greater potential to create significant plaque dissection. The case was most unusual in that neointimal hyperplasia was absent in spots and that contrast extended through the stents at these areas of absence. Consequently, the extra-stent contrast most likely leaked into dissected plaque because neointimal hyperplasia was absent to seal the stent. Although the possibility of paclitaxel pseudoaneurysm formation cannot be entirely discounted, pseudoaneurysms after drug coated stent implantation are rare. Consequently, assigning pseudoaneurysm causality to drug coatings rather than other known mechanisms has been statistically impossible. If ultrasound follow up is performed and the extra-stent spaces continue to demonstrate flow, then paclitaxel induced pseudoaneurysm formation becomes a more likely possibility. 2. Significant findings relative to the patient's anatomy were not observed. 3. Significant findings relative to the disease state were observed. Plaque burden was significant enough to originally constrain the stents 25%. 4. Significant findings relative to the use of the device were not observed. 5. Significant findings relative to the design or performance of the device were observed. The stents developed neointimal hyperplasia significant enough to cause thrombosis. 6. Cause of adverse events was not observed. Based on the imaging review, the customer complaint can be confirmed as the stents developed neointimal hyperplasia. The restenosis was significant enough to cause thrombosis. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definite root cause cannot be determined. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Secondary intervention included thrombolytics, then a drug coated balloon for completion. Follow up imaging noted there were some noticeable vessel wall abnormalities outside of the stents. This is believed to have been an effect of the patients¿ disease, rather than the device itself. No other adverse effects were reported. The patient is dong well. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted with the completed investigation and conclusions of this investigation. Initial report details: they treated a patient on (B)(4) for a thrombosed ptx stent. There were 2 6 x100 zilver ptx stents were placed in the sfa. The ptx stents were originally placed in (B)(6) 2015. Patient came back for re-intervention of the existing ptx stents on (B)(6) 2017. At this time, the physicians treated the occluded ptx stents with thrombolytics, then a drug coated balloon for completion. After they treated with thrombolysis overnight, they brought the patient back to the angio suite for follow-up imaging. The stents were patent, but there were some noticeable vessel wall abnormalities outside of the stents.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s001. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
They treated a patient on (B)(6) for a thrombosed ptx stent. There were 2 6 x100 zilver ptx stents were placed in the sfa. The ptx stents were originally placed in (B)(6) 2015. Patient came back for re-intervention of the existing ptx stents on (B)(6) 2017. At this time, the physicians treated the occluded ptx stents with thrombolytics, then a drug coated balloon for completion. After they treated with thrombolysis overnight, they brought the patient back to the angio suite for follow-up imaging. The stents were patent, but there were some noticeable vessel wall abnormalities outside of the stents.